Manufacturer narrative:
Patient information was refused by the site. A medtronic representative went to the site to test the equipment. An on-site functional and visual inspection was completed. The system passed the system checkout and was found to be fully functional. Subsequent troubleshooting revealed a low sound output and the universal power supply and axiem were then replaced. The universal power supply was returned to the manufacturer for analysis. Analysis found that the returned power supply had no output when connected to alternating current (ac). Analysis found that the reported event was related to an electrical issue. The axiem was returned to the manufacturer for analysis. Analysis found that the amiem, emitter and all four tool ports maintained a green status throughout a multi-hour burn-in test. Testing was unable to replicate the issue and no failure was found.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess). It was reported that the axiem box was not communicating. The procedure was completed without the use of navigation, with a delay of less than 1 hour and no reported impact on patient outcome.